Event description:
It was reported that (1) device was used during a sigmoid colon resection. It was reported by the rep that the surgeon placed the blue plastic trocar in the anvil (ecs29), to use it in the proximal segment of sigmoid colon. He stapled the trocar in the lumen of the sigmoid colon and advanced the blue trocar through the staple line. The surgeon was unable to get the blue plastic piece off of the anvil and attempted to do so using a kelly. He had another kelly around the "wings" on the trocar and it wouldn't release. The rep was in the middle of advising him to move the kelly off of the "wings" and he broke the plastic trocar off in the anvil. The surgeon used another ecs29 to complete the case. There was an extended or time of 10 minutes.